Event description:
It was reported that a user replaced a dexcom g7 continuous glucose monitor (cgm) sensor and subsequently experienced loss of glucose readings limited to signal loss between the cgm and the ilet, after which the user toggled settings and restarted the sensor per guidance and then observed the standard sensor warmup and pairing process. No adverse clinical symptoms reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. User support included user-guided troubleshooting and education regarding expected warmup and pairing time. Investigation of this case revealed that the device communication issue was consistent with intermittent cgm-to-ilet connectivity during sensor initialization, and functionality was restored after the restart and warmup. It was concluded, based on previously established findings for similar reports, that the cause was user interface and use-related factors associated with sensor startup and pairing behavior within expected design parameters.

Manufacturer narrative:
Initial.